Manufacturer narrative:
E1:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking and come off while taking shower event on 15-april-2024. No further information available.